Manufacturer narrative:
(B)(4). Insulin pump unit passed the rewind, basic occlusion, prime and displacement tests. However, device was received stuck in the motor error loop during bolus and basal delivery and a motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. Motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error, occlusion and excessive no delivery tests due to motor error alarm. Device received with cracked case at display window corners, minor scratched lcd window and missing end cap sticker.

Event description:
Customer reported that she was hospitalized due to diabetic ketoacidosis. Customer stated that the insulin pump alarmed motor error while changing the infusion set. Blood glucose at the time of the incident was 499 mg/dl. Device was not dropped, bumped or exposed to magnetic fields. Customer had received the motor error and was not wearing the insulin pump. Customer was off the insulin pump 4 days prior to the hospitalization. Nothing further reported.